Event description:
Patient was originally treated with an arthrex clavicle plate and 3.5mm cortex screws several months ago. All of the screws eventually backed out which resulted in a non-union and revised on (B)(6) 2021 using autograft from the illiac crest, an anterior 2.7mm locking plate and a 3.5mm lcp superior clavicle plate. Revision completed by dr. (B)(6). FDA safety report ID # (B)(4).